Event description:
It was reported that preparation for a stenting treatment procedure, the 8.0-21 carotid wallstent prematurely deployed out of the package. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during preparation for a stenting treatment procedure, the 8.0-21 carotid wallstent prematurely deployed out of the package. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: device analysis determined that no issues were noted with the returned device which could contribute to the complaint incident. A visual examination of the returned device found that the stent had been fully deployed from the device and was returned. The packaging spiral or tray was not returned. It was noted that the outer sheath was fully retracted. Solidified blood was present inside the distal end of the outer sheath; therefore indicating the device had been used in vivo. No issues were noted with the profile of the delivery system or the deployed stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).